Event description:
Breast cancer two years after allergan n-tsf-450 / (B)(4)/type breast implant was placed. Cancer appeared at the left breast (B)(6) 2019; first surgery was carried out (B)(6) 2020 during which mastectomy was made; one lymph node was operated out too. It was established that there was a transition of the cancer to the skin so a 3 sqcm part of the skin had to be removed. The second operation / skin removal / was carried out (B)(6) 2020. A chemotherapy followed from (B)(6) to (B)(6) 2020 with five doses of chemo, injection in aggravate. Due to the chemotherapy and a brain infarction occurred in (B)(6) 2020. Surgery supervision (B)(6) 2019. Established disease code "5090." FDA safety report ID# (B)(4).